Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported horner's syndrome and rem behavioral disorder and the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that this device may have caused or contributed to the reported adverse event. Upon clinical review, it has been determined there is no clear association between the reported horner's syndrome and rem behavioral disorder and the device.

Manufacturer narrative:
Patient date of birth/age, gender, and weight are unknown. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number for the prodisc-c device, a UDI number cannot be generated. The original implant procedure took place on an unknown date. At this time, it is unknown if the complainant part has been (or will be) removed. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical (B)(4) study that patient (B)(6) presented with a new onset of horner's syndrome. The patient also presented with rapid eye movement (rem) behavioral disorder. This report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (B)(4).